Event description:
Reporter indicated that device diagnostics at an office visit resulted in high lead impedance and revision surgery was planned. There were no symptoms reported by the patient. Patient had revision surgery in which the lead generator were replaced. Pre-operative x-rays reviewed by the physician showed no visible lead discontinuity. The surgeon attributed the high impedance to scar tissue. The explanted products have not been returned for analysis. No serious injury reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.